Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, mal-alignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-01150 / 01189).

Event description:
It was reported a patient underwent an initial right hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2016 due to liner fracture. The revision procedure was extended to 2 hours 15 minutes as the liner pieces had to be debrided out. It is unconfirmed if all pieces of the liner were removed. It was noted one of the two screws implanted initially may have contributed to the liner shattering.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-01150 / 01189 / 02844).